Manufacturer narrative:
Correction: manufacturer report 2938836-2020-07428, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing due myopotential oversensing was observed. When the patient presented in clinic, the signal was reproduced with heavy breathing and coughing, but the signal was not oversensed. Programming changes were suggested. No patient symptoms were reported.